Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'shorted lead' message, multiple fault codes, unusual pacing characteristics and an end-of-life battery status. Guidant received additional inofmation that this patient came in contact with a high voltage external shock while working on an oil rig.